Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that two unspecified bd insulin syringes experienced clogged/blocked needle(s) which were noted prior to use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that when the consumer would try to fill the syringe with air per the instructions for drawing insulin from vial into syringe, the plunger rod would not stay in a neutral position and would move upward slowly back to its initial position. Event description per attached email states: description of issue: customer reports not being able to load the syringe. Customer reports that when they would try to fill the syringe with air per the instructions for drawing insulin from vial into syringe, the needle would not stay in a neutral position and would move upward slowly back to its initial position. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No proceed to step 4. Item number 3 ml syringe ¿ 309657. Product lot number: 8255615. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: guided customer through loading insulin to syringe and cartridge, loading insulin into cartridge and inserting a new infusion set. Note: product category = needle/syringe issue.